Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI). (B)(4) - pyxis medstation es - drawer broken. Part analysis: the reported condition of drawer had failed to open and was unable to recover was confirmed by fse (field service engineer) and subsequently validated in the dchu testing process. According to work order (B)(4): fse reported that drawer was not opening upon arrival. Fse ran diagnostics application and found that every component, but the solenoid, was working as expected. The solenoid passed the functional test. Fse decided to replace the whole legacy drawer with a new one. After replacement of the hardware, the device was configured and tested. The device operated as intended and exhibited no further issues. During dchu visual inspection: p/n 138900-02: an external visual inspection was conducted on the returned drawer. No visible damage was observed during the inspection. During dchu testing: p/n 138900-02: dmm comprehensive examination of both returned drawer¿s circuit boards revealed no irregularities. Further hta functional testing found the drawer functioning as expected showing no issues or malfunctions. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: not determined, a complete inspection and functional testing were performed, no faults or irregularities were observed during the evaluation process.

Event description:
It was reported that when using a bd pyxis¿ medstation¿ es, the drawer was failed. As per part investigation, it was determined that both returned circuit boards revealed no irregularities. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer had failed. A field service engineer (fse) found that the drawer was not opening. Diagnostics were performed, and the sensors were functioning correctly the pockets opened as expected¿but the solenoid was not firing. The solenoid was tested and confirmed to be operational. The fse swapped the outer board to test functionality, but the solenoid still did not activate. The fse then drove to the depot to pick up part number to replace the legacy drawer. Upon returning, the fse removed all pockets, installed the new drawer, and configured the system. A pharmacy test was conducted, followed by diagnostics, and the drawer was successfully tested. The system functioned as intended after the field service engineer repaired the device.